Manufacturer narrative:
Patient/user involvement: through follow-ups, customer reported that there was no patient involvement at the time the event was discovered. It occurred during extended self-test.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of air valve liftoff failure. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user. Patient's information has been requested.